Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative has provided information from physician reporting a suspected rupture of the right device, diagnosed by ultrasound and palpation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient representative has provided information from physician reporting a suspected rupture of the right device, diagnosed by ultrasound and palpation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6.

Event description:
Patient representative has provided information from physician reporting a suspected rupture of the right device, diagnosed by ultrasound and palpation. Device has been explanted and replaced.

Manufacturer narrative:
Clarification: device was not returned. Only device photo received. Photo analysis: device photograph(s) for the device related to the reported event of rupture was requested on august 21, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ bubbles: unable to observe due to the quality of the photo. No additional observations are performed. No further actions are required as no manufacturing issues are observed.